Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The report problem (not charging battery packs) was confirmed. Upon investigation the battery charger was unable to charge battery packs. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt rec'd a replacement battery charger/modem.

Event description:
(B)(6) male pt called zoll customer support to report that his battery charger/modem was not charging his batteries. The pt was issued a replacement battery charger/modem.